Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the healthcare provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal dilaudid 1.0mg/ml at 0.1999mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient had a severe positional headache on (B)(6) 2015, after implant surgery ((B)(6) 2015). The patient was kept in the hospital for prolonged in-patient observation an extra day (versus 23-hour stay.) The event was resolved without sequelae on (B)(6) 2015, where the headache was better and no longer positional. The patient was discharged home on (B)(6) 2015. The etiology (cause) was related to the implant procedure and surgery/anesthesia. If additional information is received this report will be updated.